Event description:
The rep is reporting that during the procedure with a lupine fishmouth drill guide, the surgeon noticed metal shavings falling into the pt's joint. The surgeon suctioned out the shavings and completed the case without further incident or harm to the pt.

Manufacturer narrative:
The complaint device was discarded by the facility, therefore, it is unavailable for eval. However, we believe that this type of event is most likely technique related. Extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated. However, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. There are being some mfg processes/design changes made to subvert and or greatly reduce this type of event. No further action is warranted at this time, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.